Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved in this procedure and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of failed intuitive motion to be related to the customer reported complaint. The instrument was analyzed, and visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement. The instrument exhibited uncontrolled motion when the master tool manipulators (mtms) were manipulated. The instrument would not move in any intended direction. The instrument's grips were not moving and would not open or close when commanded. The instrument attempted to fire but had a firing failure. Once removed from system, the instrument blade was exposed, and the staple reload could not be removed. The instrument was found to have a firing failure based on log review and during in-house testing. Additional analysis was performed on the instrument by an advanced failure analysis engineer (afae). Instrument was re-installed on an in-house system and failed to initialize with the system on each attempt. During visual inspection, the I-beam assembly was found to have a lodged staple, which could be seen through the clamp indicator window. The I-beam sleeve was also observed to be damaged. A large portion of the sleeve was not secured to the I-beam assembly and was not visible through the clamp indicator window. The lodged staple was removed, and the housing was removed in order to manually extend and retract the I-beam. Upon manual extension, there was increased friction present. The I-beam was not extending smoothly, and ultimately became jammed around the 20mm-30mm laser marks along the channel. Instrument was fully disassembled in order to determine the location of the damage. Disassembly revealed that the I-beam sleeve became bunched where it exits the distal clevis. The sleeve was also torn, and remnants of the sleeve were seen around the distal clevis, at the exit of the outer snake wrist tube, and at the I-beam. It is likely that the damage and bunching of the I-beam sleeve prevented the I-beam from progressing the full length of the reload during the reported firing failure. Increased resistance and friction eventually led to the partial firing and subsequent initialization failures during in-house testing. Lodged staples and I-beam sleeve damage can both increase the friction detected during the initialization sequence, which can cause the instrument to fail initialization. Additionally, if the I-beam is unable to fully extend the length of the channel, a partial fire will occur. Lodged staples are attributed to mishandling or misuse, as they can occur while firing across a stapler line. The I-beam sleeve damage is attributed to a manufacturing issue. The complaint regarding failure to fire and unclamp was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that sure form 45 stapler failed to fire and failed to unclamp, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Advanced technical review (results): system log investigation: a review of the sureform 45 stapler log associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer on 17-mar-2023. The following additional information was provided: logs showed that the sureform 45 stapler was installed on the system seven times and fired seven reloads (seven blue reloads). On the first six installs, all clamp attempts were successful. On firings one and two, the firings were completed with one pause for compression. All other firings were completed with no pauses for compression. On install seven, the first clamp was successful, but was followed by a firing failure, which stopped at ~67% completion after a duration of ~45 seconds. Max torque recorded during the firing was ~573 n. There were no stapler related errors and no indication of mrk use to open the jaws in the msc logs. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the customer informed the technical support engineer (tse) that sureform 45 stapler could not be used after the third fire. The customer was not able to remove the reload, and the instrument jaws could not be opened by using the release knob. The tse could not find any related error in the logs. The tse explained that it could be due to the instrument issue and advised the customer to check the system message if the issue reoccurs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.